Event description:
It was reported the black adaptor that connects the cable to the temporary pacemaker, seemed to break and product is not safe for use. Customer reported proper use of the product and that it is too sensitive when trying to disconnect from the device. This sensitivity in handling resulted in breaking of the black clip of the connector. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event on two cables; the lock was broken off the plug. Analysis could not confirm the reported event on a third cable; the plug had no visible damage. Additionally the first cable was contaminated with adhesive and the heart wire connector positive wheel on the third cable was broken off. If information is provided in the future, a supplemental report will be issued.